Event description:
Pt. With catheter monitoring. Noted all fluid gone from IV bag and this led to probably air embolus. Pt became very dyspneic and required intubation and ventilatory support. Suspect defect in transducer valve which allowed all fluid to infuse rapidly.